Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer wears the pump against their skin. There was no reported adverse impact to the customer's blood glucose (bg) level for the past occlusions; current bg level was 95mg/dl. Troubleshooting was performed on the current supplies and the pump performed as intended during a test bolus delivery. The customer declined to remove their infusion set site to inspect the cannula for any damage and successfully delivered a correction bolus without an additional occlusion alarm occurring.